Event description:
Injection of contrast material warmed to body temp injected at 4 ml/sec. Psi program not to exceed 300. When CT contrast was being injected per medrad stellant dual head injector into bard PICC line (power groshong) the tubing to the line split open. The line had to be removed.